Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Age:. This value is the average age of the patients reported in the article as specific patients could not be identified. Sex: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
Wong jk, viswanathan vt, nozile-firth ks, et al. Stn versus gpi deep brain stimulation for action and rest tremor in parkinson's disease. Front hum neurosci. 2020;14:578615. 10.3389/fnhum.2020.578615. The authors retrospectively reviewed the 1-year clinical outcome of pd patients treated with stn and gpi dbs at the university of florida. They specifically selected patients with moderate to severe at. Eighty-eight patients (57 stn and 31 gpi) were evaluated at 6 and 12 months for changes in at and rt in the off-medication/on stimulation state. A comparison of ¿response¿ was performed and defined as greater than or equal to a 2-point decrease in tremor score. Reported events: 2 patient's experienced infection. 7 cases of intracranial hemorrhage were reported. 3 patients experienced seizure. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event. [Refer to manufacturer report #2182207-2021-00130 for details pertaining to the reportable related event.].